Event description:
Pt was scheduled for a laparoscopic hernia repair. During the procedure the camera with television mechanism failed to provide an adequate picture as it was too dark and adequate visualization could not be obtained. Pt subsequently was opened through lower abdominal incision.